Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that mesh was implanted on (B)(6) 2002 to treat umbilical hernia, vaginal vault prolapse, right paratubal cyst, rectocele and perineal descent with concurrent abdominal sacral colpopexy with mesh, umbilical hernia repair with bard composix hernia patch, right paratubal cyst removal, cystoscopy, posterior repair [transverse defect] and perineorraphy. It was also reported that patient reported that the patient underwent excision of mesh for suspected rectovaginal fistula versus erosion of colpopexy mesh on (B)(6) 2013. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion, the patient experienced pain, erosion, and bleeding. The patient underwent mesh revision/removal on (B)(6) 2013. (B)(4).